Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer via chatbot stated that one of their oral-b precision clean brush heads came apart in their child's mouth while they were cleaning their child's teeth. No injury was reported. 06-jul-2021 follow up via e-mail: consumer reported that their child was a male. No injury was reported.

Manufacturer narrative:
30-aug-2021 case update: the reporter informed the company that the product has been discarded.

Event description:
Consumer via chatbot stated that one of their oral-b precision clean brush heads came apart in their child's mouth while they were cleaning their child's teeth. No injury was reported. 06-jul-2021 follow up via e-mail: consumer reported that their child was a male. No injury was reported.